Manufacturer narrative:
Report source: foreign country: (B)(6).

Event description:
Information was received indicating that this smiths medical cadd duodopa pump exhibited error code l1870. Therefore, an emergency pump was set up immediately and there was no stopping of treatment for the patient. It was reported the patient was hospitalized in neurology for an unknown reason but was discharged on (B)(6) 2019. No additional adverse patient effects were reported.